Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the pediatric silicone foley catheter was broken at the y site. The remaining part was removed without any issues. It was further noted that the ¿y¿ portion was severed and being pulled apart from the catheter. There were no adverse effects reported due to the event and no report of an additional procedure.